Manufacturer narrative:
H11. Corrected data - updated section h6 (result and conclusion).

Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The heart is a multivalvular system with heart valves function to promote coordinated forward blood flow during the cardiac cycle. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. In this case, the patient developed aortic regurgitation and underwent an unplanned aortic valve replacement after the implant of the mitral valve. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that during a mitral and tricuspid valve replacement procedure, after the patient was weaned from cardiopulmonary bypass, tee showed new aortic valve regurgitation. The patient received a 19mm valve in the aortic position. The patient was weaned from cardiopulmonary bypass without difficulty. Tee revealed normally functioning bioprosthetic aortic and mitral valves with no paravalvular regurgitation. There was no residual tricuspid regurgitation. The patient was discharged on pod #15.